Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) exhibited an error code indicating a software reset had occurred. The code was cleared, but the code reappeared when the ICD was tested. The code continued to occur when the ICD was charging. The ICD was replaced.